Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this patient presented to the ER due to syncope, which resulted in the patient falling and bruising their eye. Further troubleshooting revealed that this device and right ventricular (rv) lead exhibited intermittent capture (specifically non-capture every third beat) and fluctuating thresholds. The patient was dependent on pacing. Subsequently, the rv lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.